Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, a diagnostic anomaly was observed. An attempt to reprogram the device was made but it was unsuccessful. The patient will be monitored remotely. No further information was available.